Manufacturer narrative:
The following fields have been updated due to corrected information: b.5. Describe event or problem: it was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced a retraction failure. The following information was provided from the customer: description of the event/incident below: verbatim: ¿nsi occurred after retracted the needle. The actual sample has been disposed in the trash. 16 used needles including the sample in the trash will be returned. Please investigate whether the needles were retracted completely or not.¿ h.1. Type of reportable event: serious injury. H.6. Investigation: during DHR review: all challenge, set-up and in process samples were performed and all passed per specifications. One non-related qn was initiated during production. Disposition, root cause and corrective actions were applied per control plan. Received a total of 17 iag 20ga fully retracted needle-barrel assemblies. The remainder of the components for the assemblies were not returned for evaluation. Visual/microscopic evaluation: all of the needle-barrel assemblies were fully retracted with the needles within the safety barrels. No physical-mechanical damage was observed on any of the components of the received units. No traces of adhesive was found of the areas. Functional test (needle retraction): all of the needles were pushed into the out position. No damage was observed on any of the cannulas. The white buttons were pushed ¿ and the needles retracted without resistance. Retraction was successful. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure described in the event description could not be confirmed or replicated in the laboratory.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced a retraction failure. The following information was provided from the customer: description of the event/incident below: verbatim: ¿nsi occurred after retracted the needle. The actual sample has been disposed in the trash. 16 used needles including the sample in the trash will be returned. Please investigate whether the needles were retracted completely or not.¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced a retraction failure. The following information was provided from the customer: description of the event/incident below: verbatim: ¿nsi occurred after retracted the needle. The actual sample has been disposed in the trash. 16 used needles including the sample in the trash will be returned. Please investigate whether the needles were retracted completely or not.¿ see pr for additional details. Complaint summary detail: this is MDR reportable. The incident could have potential to cause harm/serious injury, possible blood borne pathogen exposure. Event type: nsi, retraction failure / serious injury